Event description:
It was reported that a vns pt was experiencing an increase in seizures. The treating neurologist indicated in 2008 that the pt's seizures were below prevns baseline levels still. Additional info from the surgeon about 4 months later indicated that the pt's seizures are above pre-vns baseline. Diagnostics show vns to be functioning properly, and not at end of service. The pt underwent generator revision surgery. The explanted generator has been returned to the MFR, and is undergoing analysis.